Manufacturer narrative:
Service was not dispatched to the site as it was believed to be reagent related. The root cause of this event appears to be related to the calibrator lot.

Event description:
The customer indicated that on (B)(6) 2011 an erroneous, elevated complement 4 (c4) result for one patient was generated in conjunction with a specific synchron lx clinical chemistry test system calibrator 1 lot (lot m005558). Upon repeat, the c4 result was higher. The repeat result was reported outside the laboratory because it was not regarded as clinically significantly different from the initial result. The patient was not treated based on the reported value. There was no death, serious injury or modification to patient treatment associated or attributed to this event. Instrument c4 and transferrin quality control results also trended high with the use of the new clinical chemistry test system calibrator lot. The customer did not indicate that any erroneous transferrin patient results were generated.